Manufacturer narrative:
Insulin pump received with cracked lcd display and bleeding noted.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 385 mg/dl at the time of incident and it was treated with manual injections. The display screen of the insulin pump had a crack which resulted in blank display. The customer declined the troubleshooting for high blood glucose values. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.